Event description:
The customer reported false positive architect sars-cov-2 igg result for one patient sample. The following results were provided: on (B)(6) 2023 sid (B)(6): initial sars-cov-2 igg result = 2.58 index; repeat result = 0.54 index (reference range: < 1.4 index is negative, >/= 1.4 index is positive) the customer stated qc for sars-cov-2 igg was within range. The customer also stated the qc was out of range for their cov-2 igg ii negative control however when repeated was within range (initial = 656 au/ml; repeat = 5.8 au/ml). There was no impact to patient management reported.

Manufacturer narrative:
A1 patient identifier: sid (B)(6) (the complete sid, since it was too long and exceeded the amount of characters it can hold). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect sars-cov-2 igg result for one patient sample. The following results were provided: on (B)(6) 2023 sid (B)(6): initial sars-cov-2 igg result = 2.58 index; repeat result = 0.54 index (reference range: < 1.4 index is negative, >/= 1.4 index is positive). The customer stated qc for sars-cov-2 igg was within range. The customer also stated the qc was out of range for their cov-2 igg ii negative control however when repeated was within range (initial = 656 au/ml; repeat = 5.8 au/ml). There was no impact to patient management reported.

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting on the architect i2000sr, serial number (B)(6), replacing several parts including the syringe assy. The assembly was determined the likely cause for the discrepant results. Quality control was performed after part replacement and found within acceptable limits. There was no impact to patient management reported. A review of the architect i2000sr, sn (B)(6), service history identified no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The review of tracking and trending did not identify any related trends for the syringe assy or the architect i2000sr. A review of the device history records did not identify any non-conformances or deviations related to the syringe assy or the architect i2000sr analyzer. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.